Event description:
During review of the event history log it was determined that a repeating pattern of door jammed alarms suggests that the device was falsely alarming for door jams. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the door hooks and latches are out of adjustment. These are known contributors to door jammed alarms and have been replaced.